Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu), and the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: erbe error: hf voltage too low in on state. If recurring: iesu replacement is likely needed if intermittent: possible magnetic interference (i.e CT scans or other esus) .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, a persistent error on the integrated electrosurgical unit (iesu) resulted in monopolar energy failure, prompting conversion to a laparoscopic approach. The issue occurred upon activation of monopolar energy, triggering a fault on the iesu generator and displaying an error, which led to a complete loss of monopolar energy delivery. Bipolar energy remained fully functional. To troubleshoot, the instrument and cable were replaced, and the iesu generator and the system were power cycled; however, the issue persisted. A technical service engineer (tse) was consulted, and a review of the system logs confirmed the presence of the error. The tse informed the customer that the issue could not be resolved remotely and that the iesu generator would need to be replaced. The customer stated that the procedure could not be completed using only bipolar energy, necessitating conversion to a laparoscopic approach. It remains unclear whether the conversion required both the enlargement of existing ports and/or placement of additional ports. A backup erbe generator was utilized, and the procedure was successfully completed.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the intergraded electro surgical unit (iesu) generator for failure analysis evaluation. Upon reviewing the error log, the error was identified, confirming that the fault occurred in the field. A visual inspection was conducted, but no related issues were observed. The unit was installed on an in-house system where the unit functioned as expected. The unit energized, cauterized, and all ports recognized instruments. As a safety precaution the unit was returned for further evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2. Additional information: further details revealed that ports were added without necessitating the enlargement of any existing ones.